Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al10002989 model/catalog description: tined lead unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) underwent full system explantation at the physician's discretion due to pain and elevated hemoglobin a1c (hba1c) levels. No further patient complications were reported.